Manufacturer narrative:
The information provided was limited and did not contain contact information, as such requests for additional information cannot be made. Based on the limited information provided at this time, no conclusions can be made. Without a lot number a review of the manufacturing records is not possible. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was reported to davol via maude event report (mw 5073140): "had surgery to repair a reoccurring hernia with a different mesh product now having severe pain, nausea, vomiting, diarrhea extremely sick, but refusal to take the mesh out."